Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a worn instrument. No further information at this time.

Manufacturer narrative:
Upon review of this file, it was determined that a serious injury had not occurred. Additionally, there is no information to suggest that this event would cause or contribute to death or serious injury, and the initial medwatch should not have been filed.